Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit randomly and intermittently beeps throughout the day.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2012 and performed to specification up to the (B)(6) 2016. The returned pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. The device was then disassembled for further investigation. Investigation found no fault and the device performed to specification throughout the history log and during testing at heartsine.